Event description:
Plastic piece on the femoral adaptor torque wrench is cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned torque wrench confirmed the black plastic protector component has a small fracture, and has rotated out of alignment. The investigation could not draw any conclusions about the root cause of the fractured protective cap. Eco249156 was previously implemented for this failure mode. The current complaint sample was manufactured after the implementation of eco249156. (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.